Event description:
Patient reports their pump is not working properly. Pt stated their prefill syringe normally takes 45 minutes, but last time it took 8 minutes. Pt had their first 2 infusions at the infusion center but this was the first time at home. Device serial number and expiration date unknown. No further information, details or dates available. Pump return tracking information is not available. Position of pump when alarm occurred is unknown. This is a continuous infusion. Set flow rate and volume delivered are unknown. Product lot number and expiration unknown. Unknown if md is aware. Dose/amount: hizentra - 21gm. Hizentra indication: common variable immunodeficiency, unspecified. Did pt miss a dose or have an interruption to therapy? Unknown, did adverse event(s). Result due to product issue? Unknown. Did pharmacy replace device? Yes, is device. Associated with event available for return? Unknown.